Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, after (B)(6) of successful device use the patient experienced a performance decrement. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).